Event description:
Info received indicates the brake will not fully engage and does not hold.

Manufacturer narrative:
The technician found the brake shaft and hex rod was bent and the caster mechanism was damaged as a result of excessive force being applied to engage the brake. The technician replaced the brake shaft, hex rod and casters to repair the stretcher.